Manufacturer narrative:
(B)(4). The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duodopa (and levodopa carbidopa intestinal gel). A lot number for the product associated with the complaint is not available; therefore, a batch record review is not possible. A return sample evaluation was not performed because tubing was not available. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Review of the abbvie peg and j use fmea identified dislocation and knotting of the j tube as hazards. Several steps in j tube placement procedure were identified as potential causes that could contribute to dislocation or knot in tube, including placement of distal tip with endoscope in jejunum, withdrawal of guide wire and endoscope, cutting of intestinal tube, and attachment of connectors. Potential causes identified during use of the j tube include twisting of the tube by patient or health care provider and reinsertion of the tube by patient or health care provider after dislocation. The abbvie j instructions for use include the following warnings: an abbvie j tube should be inserted through the gastric lumen into the small intestine; it should be slack and straight ¿ without loops. Any loops remaining in the stomach increase the risk of the tube becoming dislocated. Do not rotate the abbvie j tube as kinking or knotting may occur. The abbvie j instructions for use also include the following note on tube care: the abbvie peg tube should be carefully moved in and out slightly in the stoma every day once the site has healed. When doing so the abbvie peg tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. The abbvie peg and j risk management report documents dislocation and knots in the j tube as a risks, indicating that the risk has been reduced as low as possible, and the benefits of the duopa system outweigh the risks of tube replacement due to dislocation or knotting. Occurrences of knots are attributed to patient and healthcare provider use error, and occur at rates similar to other enteral tubing. The report also cites a literature reference indicating typical tube replacement rates. ¿the most commonly reported reasons for tube replacement included displacement (31%), clogged tube (22%), and mechanical failure (19%). ¿(1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from (B)(6). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie j tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a nurse reported that a patient went to the emergency room. The emergency room physician did an x-ray and found that the j tube was knotted. The nurse stated that the tube which is knotted was replaced on (B)(6) 2016. The patient will have another peg and j tube replacement on (B)(6) 2016.